Manufacturer narrative:
The system control board for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the unit could not ready and the imaging system would not function.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was booting properly. System was tested and was producing good images. Stand alone board and atp board were found to be not functioning as designed. Stand alone board, atp board, ht system control and red power board were replaced. The imaging system then passed the system checkout and was found to be fully functional. Ht controller and red power board has been received by the manufacturer for evaluation. The parts have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system generator would not boot. The system was stuck in an operating room (or) and could not be moved. No patient present.

Manufacturer narrative:
The ht controller pcba was returned to the manufacturer for analysis. Analysis found that when the ht controller was installed in an imaging system, the system readied as expected. Imaging was successful and functioned normally while testing. No fault found. The power switching board was returned to the manufacturer for analysis. Analysis found that upon installing switching board in an imaging system, the system readied as expected. Imaging, motion and logic were successful. No fault found. The stand alone and x-ray was returned to the manufacturer for analysis. Analysis found that standalone passed bench test. Led was functioning normally and fans are operating correctly. No relay of fuses were returned. No fault found.

Manufacturer narrative:
The atp console for the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The ht controller pcba was returned to the manufacturer for analysis. Analysis found that when the ht board was installed in imaging system, the system readied as expected. Imaging was successful and functioned as expected during testing. No fault found.